Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not determinable. Most likely connectivity issue ( ex display cable). No update received from customer after vyaire ts requested to verify the connections.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3:81 other: the suspect device has not been return for investigation. Customer sent unit logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator screen is still flickering after mainboard repair. Furthermore, there was no patient associated with the event.